Event description:
The customer contacted philips healthcare to report that the device displayed an error code 1000 when charge energy to 200j. There was no reported patient involvement.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.